Manufacturer narrative:
Date sent to FDA: 08/19/2020. It was reported that following the procedure the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, diarrhea, constipation, adhesions, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. No additional information is provided.